Event description:
(B)(4). Since I have got my essure, I have server abdominal pain especially during my cycle and I have found out that wearing tampons makes the pain worse. I can't hardly walk during my cycle.